Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was 560 mg/dl. The customer addressed their elevated bg level with a bolus via the pump, a manual injection and drinking water. Reportedly the customer reverted to manual injections for insulin therapy.